Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no reported adverse impact to customer's blood glucose level. Tandem technical support made multiple attempts to follow up with customer but were not able to.